Event description:
It was reported that this patient presented to the hospital with dyspnea. A 72 hour monitor revealed frequent episodes of pacing inhibition with up to three seconds of asystole on the right ventricular (rv) channel. The oversensing was due to noise on the other manufacturer's rv lead. A revision procedure was scheduled and this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to the hospital with dyspnea. A 72 hour monitor revealed frequent episodes of pacing inhibition with up to three seconds of asystole on the right ventricular (rv) channel. The oversensing was due to noise on the other manufacturer's rv lead. A revision procedure was scheduled and this pacemaker was explanted. No additional adverse patient effects were reported.